Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the corrosion on the light guide cover class, the most probable cause was traced to component failure. In regard to the foreign material, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had corrosion in the light guide cover class and foreign material in the nozzle. There was no patient involvement.